Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: moderate pain, rupture, anxiety-product/procedure.

Event description:
Patient reported right side "moderate pain." Patient later reported "rupture" via CT scan and "implant removal from textured to smooth due to the concerns of the product." Device remains implanted.